Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to an interventional vein- artery extracorporeal membrane oxygenation (v- a ECMO) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the suture of the second proglide device failed to capture the artery. The suture of another proglide device was successfully preplaced. The sheath was upsized to 15f and the v-a ECMO procedure was completed the successfully preplaced suture of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed as a needle to cuff miss/suture retrieval issue was observed. Additionally, returned device analysis revealed here was one anterior cuff tab separated and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.